Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. During evaluation the force sensor assembly was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Recall # 2531779-03/24/2010-003-r.

Event description:
It was reported that the pump emitted no prime alarms several times per day. The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during evaluation the force sensor assembly was found to be damaged. This report is being made based on investigation results.